Manufacturer narrative:
Device not saved so sample evaluation cannot be conducted. DHR review not possible because lot number is not known. Trend analysis conducted and no adverse trends observed. The root cause of the reported lack of adhesion cannot be determined. Regarding the UDI information, only the di information is available. Since the lot number was not provided, the pi information is not known.

Event description:
It was reported that a hollister feeding tube attachment device peeled completely away from the patient's skin dislodging the nasogastric tube it was securing. It was reported that there was no injury but the patient required a reinsertion of the ng tube and additional x-ray.